Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge, despite having sufficient usable insulin recorded in cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case and clean pneumatic tap area, then reload same cartridge, which did not resolve issue, so technical support guided customer through filling and loading new cartridge using proper technique, and loading second cartridge resolved issue and allowed customer to resume insulin delivery.